Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that a health care professional called boston scientific technical services requesting information about this patient's leads. It was reported the patient had cardiac tamponade and on echo it appeared that there was a lead perforation. The next day the hcp called ts again and noted the device was reprogrammed to aai as the rv lead was not functioning. The hcp was having difficulty getting bipolar pacing impedances but noted that unipolar pacing impedance was 260 ohms, and the day prior the bipolar impedance was 560 ohms. Ts discussed evaluation options due to the single chamber pacing mode. Also, noted was the patient had a pericardial effusion that lead to high right ventricular pacing thresholds. The effusion was caused by a non-device related surgery. Attempts to obtain further information have been unsuccessful. At this time, information suggests that the system remains in service and no intervention was reported.